Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002; 419378 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced "slight chest pain." It was noted that the patient's heart rate was pacing below the programmed lower rate of the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.